Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during percutaneous endoscopic gastrostomy (peg) replacement procedure. The exact initial procedure date was unknown; however, it was reported that the tube was placed for about three months. According to the complainant, during the replacement procedure on (B)(6) 2018, it was noticed that the bolster had detached and was in the small intestine. The bolster was retrieved however the method is unknown. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported due to this event.

Manufacturer narrative:
Block h6 (device codes): problem code 2907 captures the reportable event of internal bolster detached. Block h10: visual examination of the returned device revealed that there were heavy residues present on the device indicating use and handling. The internal bolster was returned and was found to be separated from the device. The remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. The inner diameter of the bolster presented no voids or molding defects that could have contributed with the detachment of the bolster. It appears that the internal bolster was securely molded to the tubing during manufacturing. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during removal from the patient. Bolster detachment during removal most likely occurred because excess force was applied to the device during removal causing the bond between the tubing and bolster fail. Based on all gathered information, the complaint investigation conclusion code selected is cause traced to component failure, since the failure was an expected or random component failure without any design or manufacturing issue. A DHR (device history record) was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during percutaneous endoscopic gastrostomy (peg) replacement procedure. The exact initial procedure date was unknown; however, it was reported that the tube was placed for about three months. According to the complainant, during the replacement procedure on (B)(6) 2018, it was noticed that the bolster had detached and was in the small intestine. The bolster was retrieved however the method is unknown. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported due to this event.